Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported by the physician's office that there was a high impedance with a patient's sentiva generator. Information was later received from the sales representative that she spoke with the physician regarding the high impedance. She stated x-rays were performed and there were no visible lead breaks found. She said that it was reported the patient had discomfort in shoulder due to the high impedance. During follow-up attempts with the physician, it was stated the device was interrogated with the patient in different positions to rule out a positional fracture. The physician also re-assessed the reported shoulder pain and indicated this was not related to vns and there was no longer any shoulder pain. Ap chest and neck x-ray image was received and reviewed. The generator placement was determined to be normal in the left chest. Based on the scope of the image, the feedthrough wires were intact and the tip of the pin could be visualized past the second connector block. The lead was visualized in the chest and neck. A strain relief bend could be visualized per labeling; however there was no strain relief loop and tie downs were not placed per labeling. Based on the scope and quality of the image, it appears the lead is routed behind the generator. The lead wires appeared to be intact at the connector pin. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause for the high impedance cannot be determined at this time, however incomplete pin insertion can be ruled out. The presence of a fracture or micro-fracture in the lead cannot be ruled out. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.